Manufacturer narrative:
Investigation summary: an incorrect result (false resistance) was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). During investigation of another case for the same failure mode, the customer repeated testing and received the false resistant result again for vancomycin on staphylococcus. The customer advised that their result reporting was experiencing delays, as they were having to repeat panels or set up kirby bauer confirmation. Following this repeat failure, a bd field service engineer (fse) was dispatched to investigate the instrument and perform a health check. The fse performed the health check in accordance with bd procedures. No parts were used or repairs performed, and no errors were found after the fse observed an hour of testing. Additionally, the system logs were reviewed and no errors were found. The root cause is unknown. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples or further information is received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of service history for (B)(6) was completed and revealed one previous complaint related to false resistance. This is the case already identified above, during which this case arose as a second occurrence. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was false resistance for staph. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: the customer reports additional instance of vanc resistant staph - requests on site service of instrument. Customer has declined instructions for ap decontamination customer is having to repeat panels or set up which is delaying result reporting.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was false resistance for staph. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: the customer reports additional instance of vanc resistant staph - requests on site service of instrument. Customer has declined instructions for ap decontamination customer is having to repeat panels or set up which is delaying result reporting.